Event description:
Customer indicated that the co2 result for 3 specimens were lower than expected when using the suspect instrument. Customer also indicated that the co2 calibration slope was not as expected on the instrument. Customer indicated that the specimens were repeated on another analyzer and the repeated results were sent to the physician. The field service engineer was unable to duplicate the issue and verified system functionality.